Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges unspecified injuries, surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name, PMA/510(k) #. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2013) is considered to be a best estimate. Update fields: a2, b2, b4, b5, b7, d3, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected field: d1 (brand name), g4 (PMA/510(k) #). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that the patient sustained injuries and the mesh product was explanted on (B)(6) 2019. Attorney also alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with ventral hernia and left lower quadrant abdominal pain thereby underwent laparoscopy repair with the implant of ventralight st using echo ps. Per operative notes, ¿a small ventral hernia was noted in the epigastric region, near midline. A ventralight st using echo ps was placed into the abdomen.¿ (B)(6) 2014 - patient was diagnosed with small bowel obstruction thereby underwent laparotomy with lysis of adhesions. Per operative notes, ¿multiple adhesions were noted with distention of proximal small bowel loops and the adhesions were lysed.¿ (B)(6) 2018 - patient was diagnosed with adhesions and abdominal pain thereby underwent laparoscopic lysis of adhesions. (B)(6) 2019 - patient was diagnosed with extensive abdominal adhesions and erosion of ventral mesh into small bowel thereby underwent repair with small bowel resection. Per operative notes, ¿noted to be extensive abdominal adhesions with erosion of mesh into the small bowel, extensive enterolysis was performed. Small bowel has eroded into the mesh, and this was dissected away from the mesh. Small bowel was resected.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges unspecified injuries, surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that the patient sustained injuries and the mesh product was explanted on (B)(6) 2019. Attorney also alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.